Event description:
An ibii cck revision was done on 8/22/96. From post-op x-ray, articulating surface and locking pin appeared to be positioned properly. Revision surgery was done on 1/13/98 because tibial articulating surface had lifted off and disengaged from the tibial plate. Locking pin was still intact.